Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged unexpected high inratio inr results. Results are as follows: date: (B)(6) 2015, inratio inr: 1.9 (patient unsure if he changed his coumadin dose after result.). Date: (B)(6) 2015, inratio inr: 7.5 and 5.1. Therapeutic range: 2.0 - 3.0. The time between testing on (B)(6) 2015 was 10 minutes. The caller reported applying multiple drops of blood to the inratio testing strip. This is considered to be an improper technique when testing on the inratio device. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide laboratory reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing history for the lot was performed and the results met release criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.